Event description:
It was reported the system controller was exchanged due to the screen appearing damaged. The screen was dark, and it was difficult to see ventricular assist device (vad) parameters.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller screen being dark was confirmed. The returned system controller (serial number: (B)(6) ) was connected to a mock circulatory loop and a dark screen was observed. The screen was dark green and black in some areas. The dark display resulted in difficulty reading parameters and alarms on the screen; however, the information could still be read. The system controller audio alarms and other visual indicators were found to function as intended. The system controller operated the mock circulatory loop at the set speed without any issues or atypical alarms produced. A green fluid contaminate was observed on the connector side of the black and white power cable strain reliefs, on the backup battery ribbon cable, and on the backup battery sleeve. Discoloration of the power cables was also observed. The controller was disassembled for further inspection, and a green fluid substance was observed inside the controller housing, including on the lcd screen, lcd printed circuit board (pcb), and main pcb. The outer jacket was removed from the power cables and the green fluid substance was also observed on the underlying layers of the cables. The submitted log file and the log file downloaded from the returned controller contained approximately 10 hours of data combined (10:59:53 ¿ 21:11:15 on 11jan2024 per the timestamp). The driveline was disconnected at 21:09:53 on 11jan2024 to exchange the system controller. The pump maintained a speed above the low speed limit throughout the log file while the driveline was connected. The reported event was determined to be due to fluid ingress inside the controller housing and on the lcd screen; however, the root cause of the fluid ingress could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU) section 6 ¿patient care and management¿ and heartmate 3 patient handbook section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (d), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.